Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a low transmitter battery but did confirm a permanent connection loss . The root cause of the permanent connection loss could not be determined. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Pairing test with nordic bluetooth device was performed and passed. Performed share log review and no issues found. The complaint is not confirmed because the transmitter passed all testing. The reported event of an low transmitter battery was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on mon aug 21 18:25:51 edt 2017 with 3004753838-2017-62353. The ack3 was received on mon aug 21 18:25:51 edt 2017 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.